Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145620 a patient underwent a system revision was reported to abbott. It was determined the patient's lead and ipg were replaced. The patient had a fall and one of the leads had migrated to t10. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced an scs lead migration. It was noted that the patient had experienced a fall prior to the mentioned migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's migrated lead was explanted, replaced, and therapy was restored.